Event description:
Patient was revised due to everest screw fracture at s1. Patient did not fuse.

Manufacturer narrative:
Everest screw fracture at s1. Patient has been revised. The surgeon feels that the patient didn't fuse and then the hardware loosened and the screw broke. The screw was manufactured between april and june 2013. The manufacturing and inspection records reviewed and there were no manufacturing or inspection discrepancies. The subject screw was returned to the manufacturer and it is currently at third party lab for macroscopic, microscopic, microhardness, and chemical evaluation. Manufacturer will file a follow-up report once testing results are available.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, chemical evaluation of the subject part(s), it was found that the everest screws fractured due to unidirectional bending fatigue. A review of all applicable material, inspection, and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. Reportedly, the patient is continuing to do well. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.